Event description:
Per complaint/summons from attorney: "the plaintiff was (allegedly) injured when the brake on a wheelchair was on failed. User allegedly fell and suffered a right brachial nerve injury as a result.